Event description:
It was reported that during a trial procedure, the patient's lead was damaged. The physician believed that spinal cord stimulator (scs) trial lead was pinched between the lamina while pulling the lead out of the insertion needle causing a cut to the lead leaving three contacts in the patient's body. The patient was experiencing inadequate stimulation and underwent an early lead pull.

Manufacturer narrative:
Sc-2316-50e sn: (B)(6). The returned trial lead was analyzed and visual inspection revealed that the top three electrodes are separated from the distal end. Electrodes 1-3 were not returned. The cables are exposed at the damaged portion of the lead. The allegation of lead body damage was confirmed. Damage found on the lead is likely due to not following the instruction on how to how to use the insertion needle. Therefore, the probable cause selected is unintended use error caused or contributed to event. No escalation is recommended at this time.

Event description:
It was reported that during a trial procedure, the patient's lead was damaged. The physician believed that spinal cord stimulator (scs) trial lead was pinched between the lamina while pulling the lead out of the insertion needle causing a cut to the lead leaving three contacts in the patient's body. The patient was experiencing inadequate stimulation and underwent an early lead pull.